Manufacturer narrative:
Analysis of the pump/motor found slight o-ring wear. Eval code - conclusion code ¿ is being updated for this event.

Event description:
Information was received from a healthcare provider (hcp) via a product surveillance registry (psr) regarding a patient who was receiving dilaudid 1.5 mg/ml at 0.7995 mg/day, bupivacaine 30.0 mg/ml at 15.989 mg/day, and clonidine 300.0 mcg/ml at 159.89 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, a patient was hospitalized due to osteomyelitis. The hospitalization was not related to the device, therapy, or implant/revision procedure. The hospital physicians were not familiar with the pump, so they placed a magnet over the pump to suspend therapy. The magnet remained over the pump for about 8-9 days. The patient was going to be discharged with the pump turned back on afterwards. Due to the increased risk for early battery depletion and/or over/under-infusion due to prolonged motor stall from therapy suspension via magnet, the pump was replaced on (B)(6) 2016. The programming date from the most recent refill prior to the event was (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016. No symptoms were given.

Manufacturer narrative:
Corrected information: sex, date of birth.